Manufacturer narrative:
(B)(6). (B)(4) - atelectasis. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant the patient underwent second bronchial thermoplasty procedure to her lower left lobe on (B)(6) 2014. There are no reported device malfunctions. The patient experienced a collapse of the lower left lung following the procedure and was admitted directly to the hospital. The patient was treated with continued bronchodilator therapy, steroids and was given oxycodone for pain control. The patient was discharged from the hospital on (B)(6) 2014. The atelectasis resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014 pre-bronchodilator fev1: 2.22 fev1 % predicted: 62.36 fvc: 3.82 fvc % predicted: 87.82 post-bronchodilator fev1: 2.95 fev1 % predicted: 82.87 fvc: 4.08 fvc % predicted: 93.79.